Event description:
Healthcare professional has reported "rupture," MRI confirmed. Device was explanted. This relates to the left side.

Manufacturer narrative:
Initial reporter name and address: zip code: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional has reported "rupture," MRI confirmed. Patient also reported ¿there was a capsular contraction due to implant rupture¿. Device was explanted. This relates to the left side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ infection (late onset): unable to confirm as it is a medical event not related to the device. ¿ lump/nodule: unable to confirm as it is a medical event not related to the device. ¿ rupture: unable observed opening on the device. Additional observations: ¿ observed deformation on the shell. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: late onset infection

Event description:
Subsequently, patient reported "implants were ruptured and were causing the infection and development of a tumor." Device was explanted. This relates to the left side.